Event description:
It was reported that the home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On the day of the onset of peritonitis, the patient was hospitalized. The cause of peritonitis was reported to be diarrhea that the patient experienced on an unreported date. The patient was treated with injection of vancomycin (1gm started, route and frequency not reported) and injection of fortum (500 mg, route and frequency not reported). At the time of the report, the patient was still in the hospital. The patient outcome was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.